Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The 3.50 x 28 mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion. When examining the device outside the pt, it was noted that the stent was damaged. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).